Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, tonsil cancer in throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to nasal/throat irritation or soreness, tonsil cancer in throat related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer evaluated the device externally /internally and powered up the device and confirmed airflow using a known good power supply and power cord and observed unknown contaminant around the iso port of the rear panel and a dark unknown dust contaminant was present on the front panel ,unknown contaminant was observed on the bottom enclosure and blower ,blower seal,blower box and there is evidence of water ingress was observed in the blower and blower box. A keratin like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there is no evidence of sound abatement foam degradation/breakdown was not observed and confirmed no presence of degraded sound abatement foam using a fitt.